Event description:
A customer reported an error with their continuous glucose monitor (cgm), specifically error 42. After charging the pump, it restarted without displaying the error again. There was no adverse impact on the customer's blood glucose level. The customer resolved the issue by restarting the cgm and loading the cartridge into the pump, and no additional actions were required.